Manufacturer narrative:
(B)(6). The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink duo-vent continu-flo solution sets fail when used with an unknown CT contrast injector. It was further reported that it was 'blowing apart'. This event occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.